Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to weight loss. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced. The procedure was extended due to scar tissue and lead placement in pocket.